Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered numerous inappropriate shocks and has had numerous inappropriately untreated episodes since implant. Technical services (ts) was contacted, and ts noted baseline noise and t-wave oversensing causing the inappropriate shocks. Ts recommended evaluating the positioning of the electrode and discussed programming options. The s-ICD was reprogrammed, and the sensing vector was switched from auxiliary to primary. The clinic performed movement testing with the patient, and the noise and oversensing could not be reproduced. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered numerous inappropriate shocks and has had numerous inappropriately untreated episodes since implant. Technical services (ts) was contacted, and ts noted baseline noise and t-wave oversensing causing the inappropriate shocks. Ts recommended evaluating the positioning of the electrode and discussed programming options. The s-ICD was reprogrammed, and the sensing vector was switched from auxiliary to primary. The clinic performed movement testing with the patient, and the noise and oversensing could not be reproduced. The s-ICD system remains in service. No additional adverse patient effects were reported.